Manufacturer narrative:
Titan pump, cylinders 1 and 2, and detached inlet tube with connector were received for evaluation. Abrasion was noted on all tubes of the pump (note 1). No functional abnormalities were noted with the pump. A separation within abrasion was noted on the exhaust tube of cylinder 2 at the tube/strain relief junction. This was a site of leakage. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the detached inlet tube or connector. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning then most likely caused the exhaust tube of cylinder 2 to abrade against the cylinder bladder, resulting in a separation of the tubing near the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, device required revision due to leaking tube. Reservoir was retained and no adverse patient effects were reported.